Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 02:15:04. Weekly pace impedance trend data shows a gradual increase for min and max rv pace = 680 to 2448 ohms peak between (B)(4) 2012 and (B)(4) 2012.

Event description:
It was reported that the lead exhibited an increase in impedances to high levels, as well as an increase in thresholds. An apparent fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.